Event description:
IV tubing (n pride) removed from hospira symbiq pump but left connected to pt (for a planned brief period until pt could be settled into chair). Pt arrested with severe hypotension. During code, nipride found to be free-flowing and was then changed. Dose or amount: 5ml/hr. Dates of use: (B)(6) 2010. Event abated after use: yes.